Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported noticing a fluid leak underneath the cycler door the morning after treatment. The cassette/tubing set in question was discarded. Upon follow up, the patient stated he resumed treatment the following day using manual supplies. The patient stated did not experience any adverse events as a result of this incident.